Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated left ventricular (lv) lead displayed high pace impedance measurements as well as low intrinsic amplitudes. A source of the clinical observations was not determined. The patient will continue to be monitored. There were no adverse patient effects reported.